Manufacturer narrative:
Date sent: 03/03/2009. Evaluation summary: the hand piece was returned in good physical condition. The hand piece was tested on a generator and gave error code 3. The hand piece was disassembled; a torn acoustic isolator was found in the instrument. A torn acoustic isolator can lead to moisture ingress, which can result in the instrument overheating. The overheating can be due to the ingress of moisture, which is vaporized by the internal mechanism, resulting in heat transfer to the housing. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a ladg procedure, the hand piece became very hot, so it could not be used. Another device was used to complete the case. There were no adverse consequences to the pt.